Event description:
During baxter's eval it was found that a spectrum pump would not stay powered on. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "won't stay powered on" was experienced during eval and caused by a failed power cord. The failed power cord was replaced.